Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/29/16 - medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted a failed right hip resurfacing and with reactive tissue and osteolysis of the femoral neck, femoral head and acetabulum. There were no component sticker sheets or lab results within medical records. The complaint was updated on: apr 15, 2016.

Manufacturer narrative:
After review of medical records, it was found that this component was not implanted in the patient. This report will be rejected.

Event description:
Update may 05, 2017: legal medical records received. Product and lot number for cup and head were updated. This complaint was updated on: may 8, 2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 03/28/2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted a failed right hip resurfacing and with reactive tissue and osteolysis of the femoral neck, femoral head and acetabulum. There were no component sticker sheets or lab results within medical records. The complaint was updated on: apr 15, 2016.